Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient hadn't used or charged the ins in probably 2 years and needed to have an MRI of his head. The patient tried to "faithfully" use the ins for 9 months to 1 year after being implanted, but the ins never covered the pain in the patient's back. The ins provided therapy in the patient's leg for pain, but noted this was "not the problem" because the patient suffered from severe back pain. The patient's symptoms were progressing.  Additional information was received from the manufacturer representative. The rep stated that the patient has not used the device in 2 years so it is presumably in overdischarge. The patient was scheduled for an MRI. Additional information received from the consumer reported that they had been given instructions by the technician and the issue was resolved. The patient was preparing for an MRI and had the device removed.